Event description:
It was reported that the pump battery was not charging and subsequently, pump shut off. Pump successfully began charging after it was left plugged into the power source. Customer's blood glucose (bg) was 17.5 mmol/l and customer delivered a correction bolus via the pump to address bg.